Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c contained foreign matter. Verbatim: dear bd product complaint team: this is the official request for investigation for non-conformance: nc-067925 / CAPA-009011. Nc-067925 summary: extrinsic particulate (cerumen - earwax) observed in final product. Finding: extrinsic particulate identified as earwax (cerumen) was found in one final form-fill bag from batch 26cc4187. When observed: the event was detected on day 10 of the form-fill process. Materials in contact: point-of-contact items included conical tubes, syringes, pipettes, and patient material bags. Verify the implicated material supplier process controls for manufacturing and environment. Microbial concern: slt raised a microbial risk concern and recommended deeper investigation of the manufacturing environment despite radiation sterilization of components. Implication: current controls and materials point to the supplier product as the likely contamination source; follow-up with suppliers and a review of sterility/handling practices are recommended. See below bd material affected. Material short text supplier batch vendor list (catalog number) tv-ref-71477 10500500 3 ml syringe 5163637 bd (bd-309657) sap vendor: (B)(4). Material supplier: bd medical systems_caanan & bd medical_columbus (plastic syringe) manufacturer: becton dickinson & company spec document: tv-tec-252426 - ¿best practice and recommendations related to particulate matter in ciltacabtagene autoleucel (B)(6) drug product¿. Affected quantity (actual defective units): tbd number of occurrences: this is limited to bag 2 of 2 for lot 26bc4062. Country event occurred: (B)(6). When was issue detected? 27mar2026 was affected product used on a patient? No. Sample availability : no.